Event description:
Discovered hair inside a sterile syringe. Opened a sterile packaged 3ml monoject syringe and needle. Product number (B)(4). Manufactured by (B)(4). Lot number 631979 or 631503. The syringe was used to withdraw drug from a vial and the hair was observed floating in the barrel of the syringe. Inspected the hair under microscope to confirm identity. Reported incident to the manufacturer. Will send the syringe and hair to medtronic. The syringe is from one of two lots. The packaging was not preserved when the syringe was used. The syringe had been retrieved from stock including two different lot numbers. Diagnosis or reason for use: withdraw injectable drug from a vial. Is the product compounded: no. Is the product over-the-counter: no.